Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication via a plum pump. The customer contact reported that during a routine tubing set change, the nurse used a reported gentle twist and pulled on the tubing set. At this time, the tubing separated from the leg of the distal clave y-site of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.